Event description:
It was reported that the customer's insulin pump was stuck on the rewind sequence. The customer stated that she was changing out the infusion set when she realized that the insulin pump had not completed the tube filling process. The customer went to rewind the pump and was unable to exit the rewind stage. The customer stated that there was a 0.0 showing on her insulin pump. The customer's blood glucose was 267 mg/dl. Troubleshooting was done. The customer stated that the insulin pump did not exit the rewind complete and bolus delivery loop and did not complete the fill tubing proccess successfully. Advised customer that the loop occurred due to attempting a bolus while in the rewind and fill tubing process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.